Event description:
Caller reported a potential false positive troponin (tni) result compared to another device, the access. An (B)(6), female, was admitted for "chest pain" with chf history and "non-ami". All tests were done at room temperature with fresh sample. All devices were warmed to room temperature. EKG results not known. No other pt info was provided.

Manufacturer narrative:
Investigation pending.